Event description:
It was reported that a revision of this patient was performed due to a suspicion of migration of the implantable cardioverter defibrillator (ICD) and dislodgment of the right ventricular (rv) lead. This inspection revealed no abnormalities but a few hours after, it was found that a hematoma developed in the pocket and that the device had migrated. The patient underwent surgery to remove the hematoma, clean the pocket, and reposition the rv lead and this ICD. After this procedure, the devices were checked and measurements remained within normal limits. It is suspected that the cause of this event is related to twiddler's syndrome as the lead may have been pulled and the bleeding could have been started from there. No additional adverse patient effects were reported.